Event description:
Tap - it was reported that 189 days after implantation of a 2.5x16mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure the target lesion was located in the distal right coronary artery (rca). A pre-intervention stenosis of 80% was reported. The lesion was pre-dilated with a 2.5x15mm quantum maverick balloon. A 2.5x16mm taxus stent deployed at 7 atm in the region of the lesion. The stent was post-dilated with a 2.5x15mm quantum maverick balloon. A post-intervention residual stenosis of 0% was reported. The result of the procedure was noted to be "excellent." The patient received heparin and integrilin during the procedure. The patient was in "stable" condition. Complications were reported as "none." The patient presented 189 days after the initial procedure with chest pain and a 90% in-stent restenosis in the posterior lateral branch of the rca. A 2.5x10mm cutting balloon "was used to dilate the taxus stent" in the rca lesion. Post dilation it was noted that there were "still edge lesions," therefore a 2.5x28mm cypher stent was deployed at 11 atm. The stent was post-dilated with a 2.5x20mm maverick balloon. The result of the procedure was noted to be "excellent." The patient received heparin and integrilin during the procedure. The patient was "stable." There were no complications.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8358688 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly and performance specifications. Should further relevant information become available; a supplemental medwatch report will be filed.